Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medwatch, the facility reported that the patient was admitted due to severe sepsis, respiratory failure, and bilateral pneumonia. The patient underwent two successful midline insertions and two successful PICC insertions for venous access during his inpatient stay. It was stated that on day eight of hospital stay, during a chest x-ray , the radiologist noted an incidental finding of a linear radiopacity over line the right upper quadrant that could represent a foreign body. Further radiograph studies described the object as being 3 cm linear metallic foreign body in the branch of the right hepatic vein. A medical decision was made not to removed the foreign body to the risk of puncturing the hepatic vein. It was stated that the foreign body could be a piece of the PICC stylet that broke off during insertion.